Event description:
It was reported that during a video cholecystectomy, the clips did not close and fell into the cavity. The clips were removed and the procedure was finished with a like device. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.